Manufacturer narrative:
The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.

Event description:
During a follow-up call, the nurse reported that patient developed peritonitis secondary to constipation a few months ago. Nurse confirms patient was not hospitalized due to this event and was treated in the clinic with vancomycin and gentamicin.